Event description:
For apm2 deluxe, alternating pressure mattress, it was reported that the left side stays higher and stays inflated longer than the right side. Reported that some time ago, a patient rolled off the mattress. Patient not hurt. Customer doesn't know date of this event, doesn't know if mattress contributed.

Manufacturer narrative:
A return authorization is issued to bring product back for investigation. A no-charge replacement will ship to this customer. Will provide update with results of our investigation upon return of product.